Event description:
It was reported that the patient called to report they had problems with their batteries alarming with certain movements. Initially, they noticed these alarms with two different sets of batteries, but then it appeared the alarms occurred on all sets. The patient believed the battery attached to the black power cable was the one that caused the alarms. The patient's system controller was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
This event was determined to be duplicate and reported in manufacturer reference (MFR) number 2916596-2022-01115. The investigation findings and codes will be submitted under MFR 2916596-2022-01115.